Manufacturer narrative:
(B)(4). Manufacturer evaluation/investigation pending product return.

Event description:
Originally reported to (B)(4), patient self-tester reports: 2 consecutive protime system inr 1.6 & 1.7; unspecified lab system inr 2.7. One day later: protime system inr 2.0; unspecified lab system inr 2.2. Two days later: protime system inr 1.6; unspecified lab system inr 2.2. Three days later: protime system inr 1.7; unspecified lab system inr 1.9. Patient therapeutic range 2.5 - 3.5 inr. No report of adverse event, serious injury, or interventions.